Event description:
This was a cardiac vascular intervention procedure to clear a stenotic lesion in the circumflex artery utilizing a 1.4 elca catheter. A perforation of the circumflex occurred. There was no decline in the patient's status. A balloon was used to treat the perforation. The patient was discharged per operative plan.